Manufacturer narrative:
Dc bead with doxorubicin hydrochloride was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Portal vein thrombosis [portal vein thrombosis], hepatic vein and portal vein thrombosis [hepatic vein thrombosis], disease progression [disease progression]. Case description: initial information received on 22-jun-2016: this literature case report was published in 2016 in the transplantation proceedings by yu et al. With the title "dug-eluting bead transarterial chemoembolization as bridge therapy for hepatocellular carcinoma before living-donor liver transplantation" and concerned 60 patients. The patient's medical history included unresectable hcc with no signs of metastatic disease or vascular invasion (documented by computed tomography). All patients underwent angiography with complete celiac and superior mesenteric artery injection for localization of tumor(s) in the liver before embolization. No information regarding concomitant medication was reported. Between jan 2012 and jun 2015, 60 patients with unresectable hcc received pre-liver transplantation evaluation and underwent drug-eluting bead tace with dc bead (100-300/300-500 microm, lot number and expiration date not reported). Each vial contained 2 ml of dc bead loaded with 75 mg of doxorubicin. The results of embolization were evaluated by computed tomography 4 weeks after the procedure. At an unspecified day after the tace with dc bead seven patients showed disease progression of hcc: 3 patients with portal vein thrombosis, 1 patient with both hepatic vein and portal vein thrombosis and 3 patients with increase in tumor size. The outcome of the events is unknown. The author did not provide any causality or seriousness assessment of the events but reported that no major complications or hepatic failure was noted after the procedure. The company assessed the events portal vein thrombosis, hepatic vein thrombosis and disease progression as serious (medically significant). Additional information on 25-jul-2016: follow up information has been sought. As of 25-jul-2016 no additional information has been received. Final assessment on 22-aug-2016: follow up information has been sought to further investigate the events but no new information has been received. After three follow up attempts the case is considered lost to follow up. No device failure has been identified as a result of these adverse events. It has been assessed that no corrective action is necessary at this time. This is a final report. Case comment: portal vein thrombosis, hepatic vein thrombosis and disease progression are considered unlisted as per dc bead instructions for use. Although the author did not provide a causality assessment, the company considered the events portal vein thrombosis, hepatic vein thrombosis and disease progression as related to the product since this possibility cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead with doxorubicin hydrochloride was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Portal vein thrombosis [portal vein thrombosis]. Hepatic vein and portal vein thrombosis [hepatic vein thrombosis]. Disease progression [disease progression]. Case description: initial information received on 22-jun-2016: this literature case report was published in 2016 in the transplantation proceedings by yu et al. With the title "dug-eluting bead transarterial chemoembolization as bridge therapy for hepatocellular carcinoma before living-donor liver transplantation" and concerned 60 patients. The patient's medical history included unresectable hcc with no signs of metastatic disease or vascular invasion (documented by computed tomography). All patients underwent angiography with complete celiac and superior mesenteric artery injection for localization of tumor(s) in the liver before embolization. No information regarding concomitant medication was reported. Between jan 2012 and jun 2015, 60 patients with unresectable hcc received pre-liver transplantation evaluation and underwent drug-eluting bead tace with dc bead (100-300/300-500 microm, lot number and expiration date not reported). Each vial contained 2 ml of dc bead loaded with 75 mg of doxorubicin. The results of embolization were evaluated by computed tomography 4 weeks after the procedure. At an unspecified day after the tace with dc bead seven patients showed disease progression of hcc: 3 patients with portal vein thrombosis, 1 patient with both hepatic vein and portal vein thrombosis and 3 patients with increase in tumor size. The outcome of the events is unknown. The author did not provide any causality or seriousness assessment of the events but reported that no major complications or hepatic failure was noted after the procedure. The company assessed the events portal vein thrombosis, hepatic vein thrombosis and disease progression as serious (medically significant). Case comment: portal vein thrombosis, hepatic vein thrombosis and disease progression are considered unlisted as per dc bead instructions for use. Although the author did not provide a causality assessment, the company considered the events portal vein thrombosis, hepatic vein thrombosis and disease progression as related to the product since this possibility cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead with doxorubicin hydrochloride was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Portal vein thrombosis [portal vein thrombosis]. Hepatic vein and portal vein thrombosis [hepatic vein thrombosis]. Disease progression [disease progression]. Case description: initial information received on 22-jun-2016: this literature case report was published in 2016 in the transplantation proceedings by yu et al. With the title "dug-eluting bead transarterial chemoembolization as bridge therapy for hepatocellular carcinoma before living-donor liver transplantation" and concerned 60 patients. The patient's medical history included unresectable hcc with no signs of metastatic disease or vascular invasion (documented by computed tomography). All patients underwent angiography with complete celiac and superior mesenteric artery injection for localization of tumor(s) in the liver before embolization. No information regarding concomitant medication was reported. Between jan 2012 and jun 2015, 60 patients with unresectable hcc received pre-liver transplantation evaluation and underwent drug-eluting bead tace with dc bead (100-300/300-500 microm, lot number and expiration date not reported). Each vial contained 2 ml of dc bead loaded with 75 mg of doxorubicin. The results of embolization were evaluated by computed tomography 4 weeks after the procedure. At an unspecified day after the tace with dc bead seven patients showed disease progression of hcc: 3 patients with portal vein thrombosis, 1 patient with both hepatic vein and portal vein thrombosis and 3 patients with increase in tumor size. The outcome of the events is unknown. The author did not provide any causality or seriousness assessment of the events but reported that no major complications or hepatic failure was noted after the procedure. The company assessed the events portal vein thrombosis, hepatic vein thrombosis and disease progression as serious (medically significant). Additional information on 25-jul-2016: follow up information has been sought. As of 25-jul-2016 no additional information has been received. Case comment: portal vein thrombosis, hepatic vein thrombosis and disease progression are considered unlisted as per dc bead instructions for use. Although the author did not provide a causality assessment, the company considered the events portal vein thrombosis, hepatic vein thrombosis and disease progression as related to the product since this possibility cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.